Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 16, 2007, the lay-user/pt contacted lifescan alleging that his one touch ultra meter would not power on. The pt tests his blood glucose 3 times a day at each mealtime. His normal blood glucose readings are typically around "110 and 112 mg/dl". He takes "glucophage" and "glucotrol". In addition, he takes sliding-scale "novolin-r" insulin based on his meter readings. For any blood glucose results over 200 mg/dl, he is supposed to take 5 units of the insulin. The pt stated that the reported issue started about 2 weeks ago. During that time, he was unable to test his blood glucose. Although he could not test, the pt continued to take his oral medications for diabetes as prescribed. However, the pt did not take any sliding-scale insulin since he did not know what his blood glucose levels were. In 2007, in the evening time, the pt became irritable, confused, unresponsive, and combative. He denied losing consciousness. The paramedics were called. They tested his blood glucose with an unidentified meter and obtained a result of "575 mg/dl". The pt was treated with insulin (unk type and dose) and taken to a hosp where he was released after 7 hours. The pt was discharged with a blood glucose level of "250 mg/dl." The pt tried replacing the meter's battery during the time of concern but this did not resolve the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of hyperglycemia and required medical treatment after being unable to test his blood glucose for 2 weeks. During the 2-week period, the pt was not able to take any sliding-scale insulin since he could not get any blood glucose readings.